Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer shut down spontaneously. Troubleshooting steps were taken, including power cycling of removing a nd reinserting the battery pack, after which the programmer was turned on. However, it was noted that the programmer powered off again after some time. It was noted that the device was plugged into a power adapter that also had several other programmers connected to it. It was advised to try using a dedicated adapter. It was also noted that after replacing the power cord with a new one, the issue was resolved. There was no patient involvement.